Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant upon connecting the reported lead to the generator, it was not fully inserted into the connector since the tip of the screw of the connector block slightly come out. After loosening the screw, a little, the lead was able to be inserted. There were no patient consequences.